Manufacturer narrative:
(B)(4) = jaws. The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to mesaure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed eight scissored clips, and then the remaining clips were formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device failed to clip on the cystic duct. When fired, the clips came out with the legs crossed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.